Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the trial did not match implants in length.

Manufacturer narrative:
An event regarding length discrepancy between trial and implant involving a gmrs trial extension piece was reported. The reported length discrepancy of the gmrs trial component was not confirmed. Dimensional inspection of the subject device indicated that the 70mm gmrs trial extension piece conforms to its specification. The gmrs system is a modular system of components that taper lock together, designed to reconstruct large segmental defects of the knee. The extension components are available to extend the replacement length of the implant construct and are available in length increments of 10mm. It must be noted that the dimensions and tolerances of features differ between gmrs implants and trial components by design. The trial component is designed to be assembled to form the required construct for trialling purposes but has non-locking tapers to enable easy disassembly. The implant components are designed to taper lock together securely when being prepared for implantation. Based on a taper tolerance analysis performed within dhf 0215 the difference in body seating height can vary by 2.637mm at each taper-lock junction in worst case conditions. Based on dimensional inspection of the returned component, the product reported in this investigation conforms to specification and did not contribute to the event as it is inherent to the design, so is therefore considered concomitant.

Event description:
It was reported that the trial did not match implants in length.